Event description:
It was reported the surgeon tried to release the nail of the connection screw and the insertion arc, but apparently the nail was sucked in cold. To continue with the procedure, a second nail was used and it was possible to finish the blocking and insertion freehand without problems. The procedure was extended over 30 minutes.

Manufacturer narrative:
The associatded complaint device was not returned for evaluation. Please see attached for the results of our investigation.